Event description:
It was reported that pump seems to lose data after a day or two.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated as the event logs were erased during the investigation. Root cause of the reported event is unknown, but low battery voltage was detected. Alternate current power was connected to the pump and charged for several days which solved the issue. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.